Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Customer's blood glucose (bg) 42 mg/dl due to customer delivering too much insulin. Customer's low bg was addressed with consumption of carbs and soda.